Event description:
Facility reported, during hemodialysis treatment connector site of blood line to fistula needle leaked. Pt blood loss was100cc. Pt condition tion stable. No further medical intervention was needed.